Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the stent delivery system post deployment and/or the tip catching on the newly placed stent during removal may be related to, but not limited to, poor opposition of the newly placed stent, anatomical conditions, kinks in the distal stent holder or manufacturing related. Based on the reported information that this issue usually occurs in cases with long calcified stenosis or occlusions, it is possible that anatomical challenges may have contribute to the reported difficulties. Overall, without having the device to examine, a conclusive cause for the reported difficulty could not be determined. However, there is no indication to suggest a product quality deficiency. Manufacturing performs 100% inspection of the tips during loading of the mandrel on the manufacturing line. Additionally a tip pull test is performed during reliability testing on-line.

Event description:
It was reported that in an unknown number of procedure, after deployment of the absolute stent in unspecified vessels, while retrieving the delivery system through the deployed stent, the olive on the delivery catheter becomes caught on the distal stent margin. After some rotation and manipulation, retrieval of the delivery catheter is achieved without adverse patient effect. There was no significant clinical delay in the procedures. The physician stated that this issue usually occurs in cases with long calcified stenosis or occlusions. Though requested, no additional information has been provided.